Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead system exhibited a high out of range pacing impedance measurement of greater than 2,000 ohms. Further, health care professional (hcp) tested all configurations and got the same results. The normal bradycardia pacing was programmed off but there was still tachycardia detection and therapy noted. Boston scientific technical services (ts) discussed programming options. Additional information received that lead fracture was suspected; however, it was not confirmed through fluoroscopy aor x-ray. The physician will see how patient does without crt pacing and also, lv function will be rechecked on the next follow up. The system remains in service. No adverse patient effects were reported.